Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient saw an informational por message on the ins recharger screen, and therapy stopped. Initially the patient was unable to clear por due to patient programmer difficulties, and because the ins battery was too low. It was reviewed that the ins needed to be charged before por could be cleared. Once the ins was charged enough the patient used a new patient programmer to clear por. The patient was advised to charge the ins and then try to turn stimulation back on.